Event description:
It was reported that prior to a ptca procedure, damage to a liberte bare (monorail) 3.5 x 16mm stent was noted. After removing the delivery device from the hoop, they found the stent to look "like it was jammed." The middle portion of the stent was accordianed together. The procedure was completed with another liberte bare (monorail) stent. No patient injuries or complications were reported.

Manufacturer narrative:
The device has been returned for analysis, however additional testing is required which is not complete at the time of this report. A supplemental report will be filed when the analysis is complete.